Event description:
A patient reported experiencing inaccurate high results with a surestep original meter. The patient is comparing three meter results to a lab result. The patient's blood glucose were 180 mg/dl (meter), 120 mg/dl (lab). Tests were done within < 10 minutes with a difference of 50%. The patient's blood glucose results were 190 mg/dl (meter), 120 mg/dl (lab). Tests were done within < 10 minutes apart with a difference of 58%. The patient's blood glucose results were 200 mg/dl (meter), 120 mg/dl (lab). Tests were done within < 10 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported. *note - customer cleaning meter incorrectly.*